Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient was symptomatic with unstable angina for approximately 1 month and the patient reportedly was not taking medication. After the patient was admitted, medication was administered. Angiography was performed and a 90% occlusion was revealed from the proximal to mid left anterior descending (lad) artery. A 60-70% occlusion was also noted in the right coronary artery (rca). An unspecified guide wire was advanced toward the lad. Pre-dilatation was performed using a 2x10mm unspecified balloon dilatation catheter (bdc). A 3.5x48mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion, the system was inflated and the stent was implanted. The sds was removed and a 3.5x10mm bdc was advanced, the balloon was inflated up to 22 atmospheres, and the xpedition stent was post-dilated per standard procedure. The patient suddenly had chest pain and angiography showed total thrombotic occlusion within the xpedition stent as well as the lad. Thrombus suction was performed and the patient was sent to intensive cardiac care unit per standard procedure. There was a delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: hospitalization. The cine of the event was received and reviewed by an abbott clinical specialist who concluded the following: it is confirmed that the left anterior descending stent was occluded post-placement prior to leaving the cardiac catheterization lab. It is noted that the iib iiia blood thinner was aggrastat. The occlusion was not resolved prior to being sent to the intensive care unit. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effects of angina and thrombosis are listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
Additional reported information indicates that the thrombus of the xience xpedition stent caused the patient to remain hospitalized more than the normal duration. Thrombus extraction was done, still, there was some thrombus that travelled to the distal vessel which was managed medically with antiplatelet (gp iib, iiia) inhibitors. At present the patient is not experiencing any adverse effects. Patient is stable and left ventricle (lv) systolic function has come back to normal. Patient is doing well. No additional information was provided.